Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 10/3/16 with the following findings: multiple occurrences of a large prime volume observed in the pump prime history. During testing, the pump performed the ¿ez-prime¿ steps with no issues occurring. A 100 unit cartridge was correctly loaded and it displayed. Force calibration failed at 125, force sensor removed and tested- resistance value was found to be in specification. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed that the force calibration failed. This report is made based on the results of an investigation completed on 10/3/16.